Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during the shoulder joint cleaning operation, the device could not work continuously. The device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube does not show saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were able to work. The electrode was sent to the manufacturer for the suction test and further analysis. Manufacturer evaluation result for vapr s90 4.0mm w/integr hdp-ea: device was not returned in the original packaging. The distal tip shows signs of use. Saline residue in suction tube. The device shaft is distorted. Cracking visible through the ceramic. No visible damage to handle, cable or plug. The lot number date is post active wire connection design change, from crimp to solder. The electrical test was performed, as a result, all the parameters passed the test. Functional testing was conducted; the device was connected to a vapr vue generator ((B)(6)). All tests were passed. Manufacturer summary: the customer reported fault was that the device was working intermittently during the procedure could not be confirmed. Testing at olympus shows the returned device successfully passed both electrical and functional testing and activation performance remained consistent and we were unable to reproduce the reported issues. The complaint device was found to meet the manufacturers specification; therefore, no further investigation is possible. The root cause of the customer reported issue could not be determined. The shaft distortion and crack in the ceramic is most likely caused by excessive mechanical force being applied to the device during the procedure. A DHR review has been performed for lot u2006102; no issues (ncrs or deviations) with the manufacturing process have been indicated. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in china that during the shoulder joint cleaning operation on (B)(6) 2021, it was observed that the vapr s90 4.0mm w/integr hdp device could not work continuously. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided